Manufacturer narrative:
To date, there are no conclusive findings from this or similar complaint investigations, or from technical or clinical information in the literature that proves or disproves a causal relationship between synplug® & optiplug® biodegradable cement restrictors or the materials they are manufactured with, and periprosthetic osteolysis (or fractures as a result). There are also no data or findings that would suggest that only some subset of all the products manufactured might be affected. The finding of osteolysis surrounding the distal cement restrictor is unexpected, and undesirable; however, periprosthetic osteolysis in total hip arthroplasty is a well-known problem that is typically a multifactorial process and may be identified through routine radiographic follow-up.

Event description:
It was reported the patient's osteolysis was identified by x-ray bilaterally, 10 years following bilateral hip repair/transplant. The patient underwent a double-sided hip transplant for coxarthrosis on (B)(6) 2005. It was reported, "the patient was seen for a planned clinical/radiological follow-up 10 years after the above mentioned operation took place. The patient is very pleased with the results of the operation. She described no complaints in her current everyday life. Years ago, she described to have pain in the area of the left m. Iliopsoas, which had regressed independently in the course. X-ray results show no signs of implant loosening. Emergent 58mm measured osteolysis in the region of the lesser trochanter on the right side, also newly occurring minor osteolysis in the ap image measuring 23mm in the area of the distal shaft third left. (23mm measured in the ap image). The patient has been satisfied with the results for 10-years. In question are osteolytic changes in the field of prosthetic sockets right and left. These are not very pronounced, but worth of observation. Special precautions are not necessary. We are planning a radiological follow-up in one year."